Event description:
It was reported that the lead exhibited varying thresholds and varying sensing values along with mechanical failure. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of varying threshold and sensing anomaly was not confirmed. Analysis was normal. No anomaly was found.